Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented with chest pain. A remote transmission indicated an atrial lead warning for low impedance about two weeks prior. A second remote transmission done five days later did not show any atrial or ventricular high rate episodes over the programmed detection zone of greater than 150 beats per minute; however, in office recorded strips were indicating ventricular rates in the 170's. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.